Event description:
The customer reported that the device does not charge when the charge button was pressed/the charge button did not respond when pressed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer. The symptom was not reproduced. There was no trouble found with the device and no parts were replaced. The device passed testing and was placed back into service. We are considering this a malfunction but we cannot determine the cause because the symptom was not reproduced.